Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error, ventilation error, backup audible alarm or remote alarm error and communication error. The ventilator was investigated on site by our field service engineer (fse). Prior to replacing the monitoring and the plug-and-play back-plane printed circuit boards (pcb:s) for testing purposes, the device showed no technical errors during start-up. A pre-use check was also performed, which it passed, and no abnormalities were detected during the three-hour ventilation. Fse therefore found it unnecessary to replace the monitoring and the plug-and-play back-plane pcb:s. The activated power error may lead to stop of ventilation. However, the ventilation error, only expiratory flow measurement and will not affect ventilation. The backup audible alarm or remote alarm error refers to failure in the backup alarm or the remote alarm capacitor on the monitoring board. This issue will not affect ventilation and the communication error will also not affect ventilation. The root cause to the reported issue could not be established by this investigation.